Event description:
During a urological procedure using the ureteroscope mr-6a, the ureter was perforated.

Manufacturer narrative:
The initial inspection of the returned ureteroscope found that it was in good physical condition; there were no obvious signs of damage or abuse. Close inspection of the distal tip found that all edges and surfaces were manufactured per the required "radius edge" procedure. An rn from the hospital stated that the instrument had been inserted in the pt without the aid of an "introducer" (sheath or other instrument). A review of the DHR for this instrument and previous complaints found only one previous occurrence of a similar incident, which occurred with the same physician at the same hospital. The investigation concludes that the instrument meets all performance and physical requirements of a new device.